Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a sales representative reported via email that an ar-1288qai-90 all-inside quadlink kit, 9 mm, experienced an issue during an arthroscopic-aided acl reconstruction procedure. At the final stage of all-inside quad acl reconstruction, the suture on the femoral tightrope snapped, rendering the implant nonfunctional. The graft had been shuttled into the joint, the femoral button was flipped on the cortex, and the tightrope was provisionally tensioned to draw the graft into the femoral socket. Once approximately 10 mm of graft was within the femoral socket, the tibial side was provisionally tensioned until approximately 15 mm of graft was seated within the tibial tunnel. At that point, the surgeon removed the scope and returned to the femoral tightrope to complete final tensioning. While pulling the white sutures individually, the tightrope snapped. All fragments were retrieved. The case was completed by removing the graft from the joint and applying new ar-1588rtt2-ib fibertag tightrope ii implants to the graft. The graft was then reinserted, and the procedure was completed. A case delay of approximately thirty minutes, with additional anesthesia administered, occurred due to fragment removal and graft re-preparation. No patient harm was reported.